Manufacturer narrative:
Taper ii. Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional information has been reported to allergan regarding the serial number or model number.

Event description:
Health professional reported a lap-band system with "a hole in the tubing." The leak was first noticed when the patient reported a loss of restriction after a previously performed adjustment fill, and physician found less fluid than expected. The port and tubing were explanted and replaced.